Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's father called in to report a motor error alarm and the device showed several no delivery alarms in the history. The customer's blood glucose level was 30 mmol/l. The customer treated with manual injections. The caller performed the displacement test and it passed. The customer was advised that the device was working and to call back if problems persisted. Nothing was replaced or returned.